Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited loss of capture and high lead impedance. It was noted that the lead was fractured. On (B)(6) 2020 the lead was capped and replaced. The patient was in stable condition.